Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The difficult to remove the protective sheath was not confirmed due to the protective sheath not being returned. The reported twisted material was confirmed to be near the proximal balloon seal and not the middle of the balloon. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the balloon of a 3.5 x 08 mm nc trek balloon was twisted in the middle before use. There was resistance removing the protective sheath. An unknown balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.